Event description:
A caller reported a low reading issue with the adc device. The customer obtained unspecified low sensor scans with symptoms of confusion and drowsiness. The customer was taken to the hospital where their blood glucose was determined to be 1050 mg/dl. The customer was administered insulin (dose/type unknown) for hyperglycemia and reportedly stayed in the intensive care unit for ten days. There was no report of death or permanent injury associated with this event. Sensor reading of 140 mg/dl was compared against a healthcare meter reading of 500 mg/dl, the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted